Manufacturer narrative:
Although requested, the device has not been returned and the cause of the complaint is not known.

Event description:
A customer reported their arm automated chest compression device would not power one. They reported that this did not occur during patient use.